Event description:
Follow up information received that the patient underwent surgical intervention in which the system was explanted and replaced. Effective therapy was restored post operation.

Manufacturer narrative:
Correction h6 - method code should be 4114 instead of 4117.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient had a hard fall which resulted in a fractured lead. The patient also stated that one of their programs makes their pectoral muscle twitch and another program will make their arm tingle. Due to this issue, the patient may undergo surgical intervention.